Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of #8010047-2021-08406, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "(B)(6), 2021", not "(B)(6), 2021". "(B)(6), 2021" is notification date of the malfunction, "the error e207 which indicated the emergency lamp of the subject device is burn out or failed was displayed¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was confirmed that the reported phenomenon occurred due to the emergency lamp failure. Moreover it was found that the diaphragm of the subject device which adjustment brightness was deteriorated and not worked. Based on the report from sorc, omsc concluded there was the possibility these phenomena were attributed to following causes for each. [The error e207 was occurred due to the emergency lamp failure]. It might have occurred due to life of emergency lamp or accidental failure such as the filament breaking which got an impact such as vibration. Since an emergency light failure or disconnection was detected, this error occurred. [The diaphragm was deteriorated and not worked]. It might have occurred due to long term use with passing more than 5 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e207 which indicated the emergency lamp of the subject device is burn out or failed was displayed during at the unspecified timing. The date of event is unknown. There was no patient injury associated with this report.